Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous transluminal angioplasty (pta) procedure. A 5.00mm / 2.0cm / 135cm 2cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured within the nominal to rated pressure range. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous transluminal angioplasty (pta) procedure. A 5.00mm / 2.0cm / 135cm 2cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured within the nominal to rated pressure range. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the pcb was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 24mm in length and extended from a position 1mm proximal of the proximal markerband to 2mm distal of the distal markerband. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification (B)(4). A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface and no kinks or damage to the shaft of the device.